Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd precisionglide¿ needle the wrong product was inside the case.

Event description:
It was reported that before use of the bd precisionglide¿ needle the wrong product was inside the case.

Manufacturer narrative:
Investigation: 5000 samples were received for evaluation. Visual inspection was performed finding the 1 1/2¿ length mixed in a 5/8¿ length batch. The photo provided shows one sample of each. Failure mode is verified. The root cause is improper line clearance causing the needles to become mixed. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.